Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal hydromorphone 4.5 mg/ml at 0.2753 mg/day, clonidine 300 mcg/ml at 18.35 mcg/day, and baclofen 750 mcg/ml at 45.88 mcg/day. The indication for use was non-malignant pain. The patient was refilled on (B)(6) 2016. After the refill, on her way home, the patient started feeling sedated and drugged. The hcp looked at the event logs and believed the patient received an unintended bolus of drug because of the statement "infusion bolus command received." However, the session report showed the last change was on (B)(6) 2016 at 14:20, and no boluses were noted in the session report. When they interrogated the pump that evening, the reservoir volume showed 20 ml. The patient came back and they checked the reservoir volume. The hcp was only able to pull 16 ml out of the pump.

Event description:
Additional information was received from a manufacturer¿s representative (rep). It was reported that when the patient came in for a refill, she went home and felt overdose symptoms. The doctor had her come back and they aspirated the pump reservoir to see if any of the medication had been missing and it was not. The doctor was able to withdraw all the medication that was inserted into the reservoir of the pump. The patient was sent home and followed up with the doctor via phone and the patient experienced no further symptoms. The patient had since been back to the doctor¿s office for a subsequent refill on (B)(6) 2016 and was experiencing no further issues at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.